Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced bent cannula event on (B)(6) 2026.the event occurred within three hours of insertion. The insertion site was in abdomen. The blood glucose level was 298 mg/dl and the patient was treated with correction bolus via pump. The patient replaced the infusion set and resumed insulin delivery successfully. No further information available.